Event description:
Blank/frozen screen during ventilation. Ventilator kept venting patient but screen and buttons were not responding.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black but the unit continued to ventilate. No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to it could cause serious injury or death if it was to reoccur.